Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply. Customer reported there is no physical damage to the outside of the unit. Customer did not known the date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue. The unit was tested and powered up with new batteries and without intermittency observed. The unit passes all functional tests. However, visual findings noted corrosion on the flat contacts, because of battery leakage. Also, there is battery leakage over the aqualert water indicator label and evidence of moisture exposure. Additionally, the led lens has been pushed into the unit case and the warning label is torn across the middle. Note: instructions for use states: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. Water exposure: visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).